Event description:
It was reported that following an illeo conduct, a foley catheter was placed in the pelvic area via the penis to provide wound drainage. The catheter tip was cut by the doctor to facilitate drainage of wound exudate. The balloon burst when the pt moved from a chair to the bed and the sound was heard across the room. The catheter balloon was reportedly inflated with 10cc of water and usually remains indwelling for 2 to 3 days post-op and is discontinued when the pt is dismissed from the hospital. The balloon left fragments inside the pelvic area that could not be irrigated out because of the extensive surgery that had been performed. The pt was dismissed and sent home. It has not been decided as to if or how the fragments will be removed.

Manufacturer narrative:
No sample or lot number information was provided for evaluation. The device was used outside of its labeling indications and the existing variables that may have impacted the integrity of the product is not known to us. It is possible that the wound exudates contained substances that caused the balloon to deteriorate. The foley catheter is designed for urological use only and is labeled accordingly. The doctor was notified that the catheter was used outside its labeling indications and that use of this and any other product in a manner that is not indicated on the product's labeling may lead to serious injury or death. However, labeling clearly identifies product for urological use only. Baseline report previously filed.